Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. During troubleshooting, it was noted that the patient had taken acetaminophen, which is contraindicated for use with this device, as it interferes with sensitivity. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to bg excursions